Manufacturer narrative:
The customer repaired, and replaced the bdu pcb on the ventilator. Npb was not authorized to service this ventilator. It was reported the vent passed all testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.